Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
Reportable based on device analysis completed on 31-aug-2018. It was reported that the device was kinked and could not cross the lesion. The 90% stenosed target lesion was located in the left anterior descending artery (lad). A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the guiding part of the guidezilla became kinked and could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a partial separation of the shaft at the collar. The tip, distal shaft, collar and hypotube were microscopically and tactile inspected. Inspection revealed a partial separation of the shaft at the collar. There are numerous shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.